Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to "started smoking during use", which was not reproduced. However, discoloration due to heat on the rear case in the area surrounding the negative battery contact pins was observed during physical inspection. Internal inspection identified heat damage to a component on the backflex. The coating component cap was partially missing and there was bubbling on the backflex in the area surrounding the component. The component on the backflex is part of the wireless battery module power circuitry and can fail and overheat due to a failed wireless battery module. The customer's wireless battery module was sent in and causality was determined to be fluid intrusion. The rear case was replaced to correct this condition. This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction was not reproduced and is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-05040 can be removed from the FDA database. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump started smoking during use and stopped working during therapy (medication, programmed amount and delivery rate unknown). This occurred at (B)(6). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.